Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the left ventricular lead was unable to pace. The procedure was completed with a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece for evaluation. Electrical, visual and x-ray evaluations were normal with no anomalies found.